Event description:
This customer reported a v1 drop out. There is no reported negative patient impact.

Manufacturer narrative:
(B)(4): the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.